Manufacturer narrative:
Customer reported the patient expired (B)(6) 2017 unrelated to this incident. Cause of death reported as: cva, metastatic breast cancer. Risk manager reported the catalog number as cfj1-270. Samples were received for this report and appear to be from catalog number cfj5-250. Lot number was reported as 03200429 which is the cap code. Product lot number for this cap code is: (B)(4) the initial reporter was listed in this section. Additional information for this report was received from the risk manager. Device evaluation in progress, not yet completed.

Event description:
A customer reported a (B)(6) female, insulin dependent diabetic, terminal cancer patient, experienced leaking of insulin at the proximal y- site connection between a cfj5-250 curos jet cap and the needleless connector on her primary IV tubing. It was unclear how long the tubing had been leaking. The patient's blood sugars were elevated after the leak was found and a nurse reported the patient experienced diabetic ketoacidosis. Continuation of the insulin drip titration and patient monitoring was required. The customer reported it was unclear if the leak contributed to the patient's elevated blood sugars.